Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 30 ml of fluid in the reservoir for evaluation. Visual examination confirmed the reported condition of "broken line between distal luer lock and neck line"; specifically, it was noted that the distal luer post was broken near the base of the stem. Based on the evaluation, a broken luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an intermate had a "broken line between distal luer lock and neck line". This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).should additional information be received, a follow-up medwatch will be submitted.